Event description:
It has been reported to philips that, colour monitor in the examination room was displayed blank. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) inspected the system remotely and confirmed that the system color monitor ER displays. The rse confirmed that the color lcd monitor was defective. The philips engineer sent color lcd monitor to the customer to resolve this issue. After replacement color lcd monitor by customer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.